Manufacturer narrative:
An internal investigation was performed for a customer report of calibration errors associated with the vidas® 3 (reference: (B)(4), serial: (B)(6). The customer stated the vidas® 3 displayed multiple expired calibrations as valid for five different assays. The customer did not retest the suspect patient samples stating the results obtained were valid, the c1 and c2 controls of the associated vidas® test kits passed. The internal investigation identified that the problem was caused by the vidas 3 software's management of the calibration expiration status. This specific case is related to the standard and control for the calibrations that were not run when the associated lot expired. In this situation, some controls are not filled in correctly, which causes the software expiration mechanism to fail to expire this calibration. The investigation confirmed the problem and conditions that trigger the issue: vidas 3 installed with a software version between 1.2.0 and 1.3.1 . Archiving mode is configured as "when results are reported". One calibration in "to do" status in the calibration menu (calibration analyses created by user or pre-created by vidas 3 for this lot but are not run and left in "to do" status ) expiration of the lot concerned by the calibration in to do status . Since version 1.2.0 there are two archiving modes, "at a given time" defined by default, and "when results are reported". The problem is linked to the archiving mode "when results are reported" because the software manages at the same time: the archiving of data. The update of calibration expiration status. The anomaly occurs because archiving fails, and unfortunately this interrupts all calibration expiration status updates. The impact is that, as archiving+calibration expiration mechanism is blocked, no other calibration can expire until the problem is solved. Since the calibration does not expire, analyses linked to this calibration can still be released resulting in potential false results being released. A study was performed by analyzing the export data provided by the customer and related to the results obtained during the affected period (jun2019 and sep2019). Of the 1851 results that were analyzed, five of them were calculated with an expired calibration. According to the fact that the customer performed control after the release of the concerned results and the results of these controls were within acceptable range, the results were not impacted by the use of an expired calibration. The customer agreed with this conclusion and required no additional action. Immediate corrective action done at customer site on ((B)(6) : to solve the problem with the expired lot, the customer had to restart the calibration expiration mechanism and to remove the calibration which was not performed with the following procedure: filter calibration, and select calibration in "to do" state. If this calibration in "to do" state is not intended to be run (eg: mle card entered by error by customer) : suppress the calibration close vidas 3 software gui restart service biomérieux-vidas3, or restart computer. Once service restarted, or computer restated start the vidas 3 application. For long term correction: while waiting for the software correction, the customer must select and maintain the archiving mode in "at a given time" to ensure correct management of calibration status for future expiring lots. Conclusion: the problem was identified as a vidas 3 software (between v1.2.0 and v1.3.1) anomaly. A field action was communicated with fsca 4538, sent on date 16-oct-2019. The fsca instructs the users to change the archiving mode to the "at a given time" mode. Information is also in the user manual 161150-314, in "archiving configuration area" section.

Event description:
A customer in (B)(6) notified biomérieux of calibration errors associated with the vidas® 3 (reference 412590, serial (B)(4). The customer stated the vidas® 3 displayed multiple expired calibrations as valid for five(5) different assays. The customer did not retest the suspect patient samples stating the results obtained were valid, the c1 and c2 controls of the associated vidas® test kits passed. There is no indication or report from the laboratory or physician that this incident have led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.